Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr triple lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue throughout the sample. A longitudinal split was observed in the catheter between the 6 cm and 7 cm depth markers. All three lumens of the sample were flushed with a 12 ml syringe of water. The red and white lumens were found to be patent to infusion and aspiration; however a spraying leak was observed emanating from the longitudinal split when the grey lumen was flushed. A small amount of water was observed to infuse through the rest of the grey lumen during flushing. A microscopic observation revealed the split was straight with well-defined edges. The fracture surface was observed to be granular in texture, which is typical of tearing failure modes. The shape, texture, and orientation of the split indicate a burst failure caused by over-pressurization during infusion. A lot history review (lhr) of rebq0215 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that after placement and during the coarse of treatment, cathflo was instilled for occlusion. Cathflo was removed and a leak was noted. The PICC was removed and placed a 20 gage insyte. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq0215 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that after placement and during the coarse of treatment, cathflo was instilled for occlusion. Cathflo was removed and a leak was noted. The PICC was removed and placed a 20 gage insyte. No patient harm reported.